Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 36 mg/dl resulting in the customer losing consciousness and experiencing a "swollen lip from falling". Cause of low bg was unknown. Tandem technical support did a full pump system check and verified that pump was operating appropriately. Reportedly, customer's continuous glucose monitor (cgm) was not available due to customer not properly starting a sensor session, cts assisted customer in starting a new cgm session. Bg was treated with dextrose injection and carbohydrates. Reportedly, customer was released from the ER 6 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 36 mg/dl resulting in the customer losing consciousness and experiencing a "swollen lip from falling". Cause of low bg was unknown. Tandem technical support did a full pump system check and verified that pump was operating appropriately. Reportedly, customer's continuous glucose monitor (cgm) was not available due to customer not properly starting a sensor session, cts assisted customer in starting a new cgm session. Bg was treated with dextrose injection and carbohydrates. Reportedly, customer was released from the ER 6 hours later with the issue resolved and no permanent damage.